Event description:
It was reported to boston scientific corp that an excelon transbronchial aspiration needle was used during a bronchoscopy procedure performed in 2009. According to the complainant, during the procedure they were unable to retract the needle back into the catheter. The unretracted needle and the scope were removed from the pt. The needle was then cut off the end of the catheter in order to remove the device from the scope. The same scope and another excelon transbronchial aspiration needle were used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a bronchoscopy procedure performed on (B) (6) 2009 ((B) (6) male patient, weight is unknown).according to the complainant, during the procedure, they were unable to retract the needle back into the catheter. The unretracted needle and the scope were removed from the patient. The needle was then cut off the end of the catheter in order to remove the device from the scope. The same scope and another excelon transbronchial aspiration needle were used to complete the procedure.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B) (4).